Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially the actual device was not received for evaluation however performance data was collected from the device and analyzed. Analysis revealed no anomalies. Subsequently the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient had difficulty breathing and was hospitalized. It was further reported that the right ventricular pace-sense element of the lead had poor sensing function. The pace-sense element was capped and replaced. The high voltage hvb and svc coils of the lead remain in use. It was also reported that the new right ventricular lead appeared to have dislodged based on fluoroscopy, and that a lead revision was planned. It is unknown if the lead revision has occurred and the lead remains in use. No further patient complications have been reported as a result of this event.